Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable pacemaker showed 1.5 years remaining a month after it was implanted. Boston scientific technical services (ts) discussed it was likely a malfunction. Data analysis showed that there are no suspicious faults or resets. The power increased significantly in the month after implant. The expected power is around 35 microwatts but has increased to about 850 microwatts. The device appears to be malfunctioning, and cause cannot be determined from the device data. Device replacement is recommended. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker showed 1.5 years remaining a month after it was implanted. Boston scientific technical services (ts) discussed it was likely a malfunction. Data analysis showed that there are no suspicious faults or resets. The power increased significantly in the month after implant. The expected power is around 35 microwatts but has increased to about 850 microwatts. The device appears to be malfunctioning, and cause cannot be determined from the device data. Device replacement is recommended. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis did confirm premature discharge of battery and gas gauge/longevity not as expected. The power levels rapidly increased soon after implant. Further, cause traced to component failure was selected based on analysis evidence of a failed low voltage ceramic capacitor.

Event description:
It was reported that this implantable pacemaker showed 1.5 years remaining a month after it was implanted. Boston scientific technical services (ts) discussed it was likely a malfunction. Data analysis showed that there are no suspicious faults or resets. The power increased significantly in the month after implant. The expected power is around 35 microwatts but has increased to about 850 microwatts. The device appears to be malfunctioning, and cause cannot be determined from the device data. Device replacement is recommended. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.